Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The customer was unable to reset the pump, and technical support provided pump reset information. The user understood the instructions and planned to call back if the malfunction code reoccurs.